Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The particulate appeared to be the "trimmings of the fill port cap" in the solution. The "solution" was reported as travasol, amino acids, electrolytes, water and dextrose. This was observed after compounding prior to patient use. There was no patient involvement. No additional information is available